Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A literature article was conducted to compare thirty-six eyes that underwent a vitrectomy procedure with a 25-gauge, 20,000 cuts per minute (cpm) vitrector and thirty-six eyes that underwent a vitrectomy procedure with a 10,000 cuts per minute (cpm) vitrector. One patient experienced retinal breaks during surgery with the ophthalmic system using the 25-gauge, 20,000 cpm vitrector. The current condition of the patient is unknown. This report pertains to four of the four patients involved in the study.

Manufacturer narrative:
Additional information provided in h.6. And h.11. No product has been returned to the investigation site for evaluation; therefore, the condition of the product could not be verified. Clinical evaluation: a literature article was conducted to compare thirty-six (36) eyes that underwent a vitrectomy procedure with a 25-gauge, 20,000 cuts per minute (cpm) vitrector and thirty-six (36) eyes that underwent a vitrectomy procedure with a 10,000 cuts per minute (cpm) vitrector. This investigation will serve as the third of postoperative rhegmatogenous retinal detachments, noted on postoperative day 10. The patient had vitreomacular traction with epiretinal membrane, and membrane peeling with intravitreal sulfur hexafluoride (sf6) injection was performed. Additional related information was not provided. Intraocular surgery has always been recognized to induce substantial intra-ocular pressure (iop) fluctuations, this is true for both anterior (i.e. Cataract surgery) and posterior segment (i.e. Vitrectomy) surgeries. Acute ocular hypotony is common during many intraocular surgeries. Pars plana vitrectomy (ppv) differs from other intraocular surgical procedures in that the prolonged acute hypotony is not a predominant feature. Intra-operatively, maintenance of eye pressure is a balance between infusion (irrigation) and extrusion (aspiration) with both parameters actively controlled by the surgeon and with the advent of iop control features, supported by vitrectomy/phacoemulsification (phaco) machines. Hypotony (<5mmhg) is in fact fairly common in eye surgery that most eye surgeons anticipate this to occur during surgery. Surgeons have been trained to recognize and mitigate this by adjustment of the previously mentioned parameters be it manually or through the machine to adapt to what is being performed during surgery. As stated in the operators manual: ¿the closed loop system that adjusts iop cannot replace the standard of care in judging iop intraoperatively. The surgeon must continue the common practice of informally judging the following: finger palpation on the globe, tactile feedback of the surgical instruments, retinal vessel perfusion/pulsations, and presence of corneal edema. If the surgeon believes the iop is not responding to the system settings and is dangerously high, the surgeon can do one or more of the following as they deem appropriate in this situation (with care to avoid sudden hypotony): close the infusion stopcock, pinch the infusion line, remove the infusion line.¿ iatrogenic retinal breaks are well documented and anticipated intraoperative complication of vitreous surgery. The surgeon intervened appropriately by re-injecting the silicone oil. To date, the retinal tear has not been confirmed. No further information was received on the patient status. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or non-conformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the available information and no materials received for product evaluation, the root cause is inconclusive. No further investigative or manufacturing actions are warranted at this time due to the product not being returned to the manufacturing site for testing. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.